Manufacturer narrative:
The ge service rep replaced the hard drive and installed the software. The system is fully operational.

Event description:
The customer reported the system is intermittently not saving images.